Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. There was no photo provided for review. A device history record review shows that the device was assembled and inspected according to our specifications. No corrective action can be established at this time since neither the device sample nor a picture is available for evaluation. To perform a proper investigation, and determine the source of the alleged defect reported, it is necessary to evaluate the device involved in this complaint. Customer complaint cannot be confirmed based only on the information provided. The root cause is unknown at this time. If the device becomes available at a later date this complaint will be updated accordingly.

Event description:
Customer complaint alleges "while in use on patient circuit melted". There was no patient injury or consequence per the complaint. Additional information on 10/27/2016 states the patient condition is fine.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and the melted area of the circuit was confirmed. The melted area of the inspiratory limb was located approximately 15 inches from the column end. With the naked eye the melted area is very visible. There were no signs of burning and/or charring of the corrugated inspiratory limb or the heated wires. No signs that the heater wire was bunching. Detailed information about the circumstances of the circuit melt was not provided. The heated wire resistance was measured at 36.3 ohms. The acceptable resistance range is 33.90-39.40 ohms on the inspiratory limb. The reported complaint of a melted circuit was confirmed based upon the sample received. The returned circuit was confirmed to have melted as a result of the melted corrugated tubing material. The defect was discovered after being in use. All circuits are 100% functionally tested and 100% visually inspected for proper operation at the time of manufacturing, therefore, any defects would be detected prior to release. Based upon the circumstances as reported in the complaint and the damage observed on the returned sample , it was determined that operational context caused or contributed to this event.

Event description:
Customer complaint alleges "while in use on patient circuit melted". There was no patient injury or consequence per the complaint. Additional information on 10/27/2016 states the patient condition is fine.